Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a temperature reading of 104 degrees at the elbow and base which exceeded the operational temperature specification (103 degrees) and there was detergent residue on the bearings and gears causing the device to exceed the operational temperature specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by improper cleaning methods which is failure to follow instructions for use, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the attachment device was getting hot. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.